Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Event description:
The customer alleged they received questionably low creatinine plus ver.2 (crea) results on their c501 analyzer. The customer stated they received three low crea results, and provided data for one patient with a discrepant result that was reported to the dependency center that was treating the patient. The customer was testing urine samples for crea. The crea test was being performed to check for possible manipulation before drug testing the patient. The patient's initial crea result was <0.1 mmol/l. The repeat result was 10.7 mmol/l and was reported as a corrected result. When a crea result is below 2 mmol/l, the ordering department is automatically informed that the negative result is unsure and not to be used for decision making. There were no adverse events. The crea reagent lot number and expiration date were not provided. The field service representative found that the cuvette wash was not working properly. There was almost no detergent 1 and 2 being sucked up by the wash unit. There was a blockage in the tube connection in the front of the vacuum chamber. The field service representative fixed the problem and performed a test run which seemed to be correct. After correcting the blockage, the problem did not reoccur.